Event description:
It was reported that following shoulder surgery, the pain pump which had been placed on the pt stopped working. The pump was removed without incident and the pt continued taking the oral medication which had been prescribed at the time of discharge.

Manufacturer narrative:
The device was discarded after removal.